Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies to resolve the alarm. Blood glucose was in the 300 mg/dl range.